Event description:
It was reported that the device could not be interrogated. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun

Manufacturer narrative:
The device would not communicate due to a depleted battery. The battery destructively analyzed by the supplier and identified an internal anomaly within the battery. This anomaly caused the low battery voltage and no communication experienced in the field.